Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed to deliver a shock during therapy. The device was in use on a patient. Another unit was needed to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. There was no adverse event to the patient or user. Additional details have been requested.

Manufacturer narrative:
The customer stated that no case event file or ECG strip was available for this event and declined to provide additional information related to this event and declined evaluation of the device. The customer stated that they intended to replace the device, as it was close to the end of its service life. The customer was aware of the end of life terms and the device remains at the customer site. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(4) 2013. All options associated with this defibrillator were discontinued as of (B)(4) 2018. The end of support date for the device is (B)(4) 2018.

Event description:
The customer reported that the unit failed to deliver a shock during therapy. The users switched to a different defibrillator to deliver therapy. The customer reported that there was no harm to the patient. This is being considered as a serious injury because the users had to retrieve a different defibrillator to deliver therapy and continue treatment.